Manufacturer narrative:
Citation: bental g, daniel s, bental t, et al. Outcomes of acurate neo 2 sapien 3 and evolut pro/pro+ in transcatheter aortic valve replacement. Am j cardiol. Published online october 30, 2025. Doi:10.1016/j.amjcard.2025.10.014 earliest date of publication used for date of event. Earliest approved evolut pro/pro+ product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a comparison of three different transcatheter aortic valve replacement (tavr) device brands. The study population of 1,049 patients were divided into three groups according to valve type used during tavr: non-medtronic acurate neo 2 (n = 240), non-medtronic sapien 3 (n = 485), or medtronic evolut pro/pro+ (n = 324). In the evolut pro/pro+ group, the following adverse outcomes occurred: new bundle branch block (right or left), need for permanent pacemaker implant, stroke/transient ischemic attack, vascular complications, elevated gradients, and paravalvular leak (mild to severe). The authors also observed deaths in the evolut pro/pro+ group during the four-year follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.